Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left hemicolectomy procedure, after performing a purse-string suture, the surgeon closed the device but could not activate it. The case was completed by using another device. No adverse pt consequences.